Manufacturer narrative:
The insulin pump was received with stripped battery cap at coin slot area and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was having difficulty removing the insulin pump's battery cap. The customer reported that they were unable to remove the battery cap with a quarter or a screwdriver. Blood glucose level at the time of the incident was 438 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.